Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient experiences stimulation ("little shocks") in the abdomen with certain postures. The patient was encouraged to talk with the physician about phrenic nerve stimulation. It was confirmed via follow-up with the physician's office that the patient was experiencing phrenic nerve stimulation. The left ventricular lead was repositioned and it remains in use. No further patient complications have been reported as a result of this event.